Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer stated that the pump shuts off with no warning. Customer's blood glucose levels were not included in the report. The pump's alarm history shows that the pump alarmed a battery out limit alert. Customer reported that the insulin pump alarmed no delivery as well. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Replacement product is being sent.